Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracotomy procedure, there was an issue regarding unloading the device and it was locked on tissue. A new handle and reload were used to resect additional tissue and resolve the issue. It was also reported that there was a tissue loss as a result of the event.